Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it did not seem like the therapy had been working since about (B)(6) - (B)(6) 2018. The patient stated they were urinating more frequently and not emptying their bladder. The patient stated they then met with two manufacturer¿s representatives (reps) on (B)(6) 2018 and they changed the program. The patient reported they noticed a decrease in their symptoms since then, especially at night, and they were impressed with the rep¿s customer service. No further complications were reported.